Event description:
During surgery for herniated disc, plate and screws implanted at c5-6 to keep bone graft from being extruded. Plate implanted on angle and overlaped vertebra c5. Contact between plate edge and c4 moving vertebra forward. Hollow core screw end inserted into c4-5 disc material. Screw end in c6 broke posterior cortex and screw end exposed to spinal canal. Esophagus deviated to left and flattened by plate. Pt experienced choking episodes of inability to breathe-as if being strangled, muscle spasms, pain, swelling, ear pain, head pain on right side. Plate is implanted on right side. Tmj symptoms and degeneration of jaw on right side due to spasms and plate. Plate and screws need to be removed but success rate low for hollowcore screw removal.this info was submitted as follow-up 10/26/94: the rptr stated that it has been duly noted that the plate has been FDA approved but the hollow core screws which allow ingrowth of bone have not been FDA approved and a 510k application for approval has not been submitted.